Event description:
It was reported, that damage to the pump housing caused cartridges not to fit securely onto the pump. There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.